Event description:
It was reported that the patient needed to have an MRI because they were ¿switching wires due to newer wires being available.¿ it was further noted that that there was ¿a newer model or newer cables or something that he thinks will work better for the patient and they were going to be switching out the cables or switching out the system.¿ it was also noted that the device was still functioning but not as well as it was before. The patient was reportedly scheduled for surgery on (B)(6) 2013. It was later reported that the patient was going to have a MRI of the brain. It was requested that a manufacture representative come inspect the device before a MRI was done. It was later reported that the device had been turned off prior to the MRI. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0417731v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0417731v, implanted: (B)(6) 2004, (b)(6 product type: lead. (B)(4).